Manufacturer narrative:
H6: changed from 18 to 4315.

Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2021, the patient reportedly developed a type a thoracic aortic dissection and underwent ascending aortic replacement and ascending aorta-left femoral artery bypass grafting. The dissection extended through the patient's descending thoracic aorta. On (B)(6) 2021, the patient underwent an emergency endovascular procedure to treat malperfusion and a narrowed true lumen using a gore¿ tag¿ conformable thoracic stent graft with active control system (ctag a/c). It was reported that the ctag a/c device was implanted in the patient's descending thoracic aorta just above the patient's celiac artery. Due to the nature of the dissection, the proximal extent of the device landing zone was dissected. Final angiography confirmed improved blood flow into the patient's abdominal viscera. The procedure was completed. On (B)(6) 2021, reintervention was performed. It was reported that the malperfusion had not resolved. A cook medical zenith¿ dissection endovascular stent was implanted distally. There were no further reported issues. The patient tolerated the procedure.